Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 199 mg/dl. It was also reported that the customer experienced a low blood glucose (bg) level of "low" on cgm. Low bg cause was not known. Customer consumed carbohydrates and used a rescue pen to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.